Event description:
It was reported that during an interventional procedure in a 90% stenosed, eccentric, moderately calcified, denovo lesion in the proximal right coronary artery, a non-abbott stent was implanted. A 3.25 x 15 mm nc trek was prepared per the instructions for use and advanced on a non-abbott guide wire, without resistance, to perform post dilatation. The nc trek was inflated twice to 12 atmospheres for 30 seconds; however the balloon ruptured during the third inflation at 12 atmospheres. The device was removed from the patient anatomy without resistance. Good expansion of the non-abbott stent was confirmed by intravascular ultrasound. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, stent: integrity, guide catheter: mach 1. The device was returned; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.